Event description:
Spontaneous report from pt's md. Both of pt's legacy pumps gave high pressure alarm and pt went to emergency room. Hosp was able to aspirate and flush pt's catheter. Pt now in ICU. New pumps are being sent to the pt. Error occurred while pumps were in use. Unk if pt experienced any adverse events. No other info provided. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unk,there has not been any further communication at this time. Is the actual device available for investigation? Yes. Did the pt have a backup device they were able to switch to? No. If no, what was the pt instructed to do in able to continue their infusion? Advised to go to emergency room and was admitted to ICU. Reported to (B)(6) by pt/ caregiver.